Event description:
It was reported in a case report, "a rare but serious complication of greenlight hps photoselective vaporization of the prostate: prostaticcapsular perforation with bilateral thigh urinomas and osteitis pubis (harriman0213_rare)": four days postoperative: the pt presented with ongoing retention and dysuria. CT was performed. An indwelling foley catheter was placed and antibiotics were initiated. One month postoperative: presented with bilateral thigh swelling, fever (38.2 degrees celsius) and severe pubic pain limiting his mobility. Pt was placed on broad-spectrum antibiotic treatment and 4 months foley catheterization with suprapubic urinary diversion. The pt required open operative fistula repair with a peritoneal interposition flap."

Manufacturer narrative:
Literature: "a rare but serious complication of greenlight hps photo selective vaporization of the prostate: prostatic capsular perforation with bilateral thigh urinomas and osteitis pubis": d. Harriman, msi; b. Mayson, md; e. Leone, md, frcsc: canadian urological association j 2013;7-e1050-e107.